Manufacturer narrative:
One 14f fast-cath introducer sheath was received for evaluation. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes, along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: (B)(4). During the procedure, a blood leak occurred. The device was replaced with another from the same model/lot, but the issue persisted. The device was replaced with a third device from a different model, and the procedure was completed with no adverse patient consequences to the patient.